Manufacturer narrative:
As reported, the soft mesh tore when pulled during use. The subject device is said to be available for return however, at this time has not been received. If/when the sample is returned for evaluation, a supplemental MDR will be submitted to document the results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the soft mesh tore when pulled. There was no patient harm or injury.